Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded inside out at the s curve area from 3.8 cm to 4.9 cm from the distal tip which exposed a ring electrode cable. The exposed cable was fractured at the abraded location.

Event description:
It was reported that the left ventricular lead exhibited a capture threshold of 4.5 v, 1.0 ms. The lead was removed and replaced.